Manufacturer narrative:
(B)(4). After battery installation, unit received with a blank display due to moisture damage electronic assembly. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the blank display. Insulin pump had cracked battery tube threads, cracked case corner of belt clip rails, missing display window cover. Insulin pump p-cap test reservoir lock in place properly. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.

Event description:
Information received by medtronic indicated that the insulin pump had cracked on battery side. No harm requiring medical intervention was reported. The device will be returned for analysis.